Event description:
Planned vbac post two c-sections. Pt given cytotec to ripen uterus. Intrauterine pressure monitored with device. Uterus ruptured requiring emergency c-section and hysterectomy. Amplitude of pressure tracing does not suggest pressures were high enough to cause rupture. Question dampened output of intrauterine pressure monitor.